Manufacturer narrative:
Corrected section: h6 patient code changed. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed for serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) had foggy image. It was not used in the procedure. One year warranty has expired. No patient involvement.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked ,and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n: (B)(4) had foggy image. It was not used in the procedure. One year warranty has expired. No patient involvement.